Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was examined. Visual inspection noted no damage. The device was then exposed to simulated heart load conditions, and the defibrillation functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the patient received an inappropriate shock due to oversensing via noise and changes in morphology. An x-ray confirmed proper electrode insertion into the header. Office testing found noise in the primary sensing vector. The device sensing vector is now programmed to secondary. Technical services advised some programming options. The doctor elected to explant and replace the pulse generator. There were no additional adverse patient effects.

Event description:
It was reported that the patient received an inappropriate shock due to oversensing via noise and changes in morphology. An x-ray confirmed proper electrode insertion into the header. Office testing found noise in the primary sensing vector. The device sensing vector is now programmed to secondary. Technical services advised some programming options. The doctor elected to explant and replace the pulse generator. There were no additional adverse patient effects.